Event description:
On (B)(6) 2012 customer reported that there was a blood and diluent leak coming from the dispense probe area of the lh750 slidemaker. The leak was contained within the unit. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the dispense probe was stuck on the shuttle, which caused the probe to backwash onto the shuttle and into the shuttle vacuum supply. Fse removed the jammed slides at the dispense probe area and freed shuttle. Fse cleaned the blood and debris from the shuttle and the vacuum supply, and replaced the shuttle vacuum sensor. Fse adjusted the fluid detector voltages and replaced the red stripe dispense tubing. System operation was verified. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).